Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged a day after implant and the patient had chest pain. It was reported that the patient did not stay still when the field representative checked the patient. Additional information indicates that the pacemaker was reprogrammed to aai and will be reassessed in the future. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.